Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event occurred on an unspecified date and involved a primary plumset that leaked during an infusion of paclitaxel. There was no harm reported. This is 6 of 6 patients involved.

Manufacturer narrative:
Received one new list# 140099290 with the complaint of leak, the used set was not returned for examination. As received, the package was inspected, and no damage was seen. The set was removed from the package and visually inspected and no issues were found. The drip chamber cap vent was tested according to product specifications and no leak was found. The set was air pressure leak tested according to product specifications and no leaks were found anywhere along the fluid path. The set was hydrostatic pressure leak tested according to product specifications and no leaks were discovered anywhere along the fluid path, including from either filter vent. The reported complaint cannot be confirmed. A lot history review was completed for lot 3864779 and no discrepancies or non-conformances were found that would have contributed to the reported complaint.due to a system limitation, the date is inadvertently marked as 8/27/2019 in the supplemental emdr. The correct date is 10/9/2019.